Manufacturer narrative:
The meter associated with the complaint was returned for investigation. Since the customer's strips were not returned, retained strips were used to test the returned meter. The customer's complaint was not replicated. Retained strips tested on the returned meter met accuracy criteria. The system performed as expected. The returned meter passed functional and thermistor testing requirements. The returned meter performed as expected. A review of the entire testing history for lot 373678a was performed. In-house testing on strip lot 373678a meets release criteria. The manufacturing records for the lot 373678a were reviewed and did not uncover any non-conformances. Lot meets release specification. The customer's inratio inr result of 5.1 was present in the meter memory however, it was not found on the reported date of occurrence. The inr result of 5.1 was found in the meter memory on (B)(4) 2015. The impedance curve for the customer's result of 5.1 was statistically analyzed and was concluded to be normal in shape, not exhibiting weak slope or other abnormalities. It was reported that the customer was on lovenox. This is considered off-label usage and cannot be ruled out as a cause for the customer's unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation pending.

Event description:
The caller, wife of patient self tester ((B)(6)), alleged a variance between the inratio inr result in comparison to the lab inr result. The results were as follows: (B)(6) inratio=5.1, lab=1.0 patient self tester's therapeutic range is: 2.0-3.0. Patient self tester was released from last hospital visit due to this chronic condition (peripheral artery disease) on (B)(6). He is currently on a regimen of lovenox and coumadin. His wife indicated that her husband is continually in and out of the hospital; he has chronic condition of peripheral artery disease that caused left leg amputation and right leg although has many stents, may soon be amputated as well. History of the patient's last inratio results obtained through the distributor: (B)(6).